Manufacturer narrative:
The manufacturer is presently attempting to follow-up to determine more information regarding the details of this event. Once additional information has been received, appropriate investigative actions will be taken. Device not yet returned to manufacturer.

Event description:
A percival valve was implanted, but appeared to be malpositioned. The surgeon tried to readjust it and used the inflating balloon device but the implant was still not in correct place. The valve was then removed and replaced with another valve.

Event description:
A perceval size 23 valve was implanted, but appeared to be malpositioned. The surgeon tried to readjust it and used the inflating balloon device but the implant was still not in correct place. The valve was then removed and replaced with a perimount magna ease aortic size 21 valve. The added cross-clamp time resulting from the event was 10-15 minutes. The patient remained stable throughout the delay in procedure and had normal recovery.

Manufacturer narrative:
The device was received by livanova for investigation on may 21, 2018. Visual inspection of the returned valve was performed in accordance with internal procedure (850-08ip200 - the current revision at the time of manufacture and release). The inspection confirmed the absence of any irregularities or elements of non-conformity. A collapsing and deployment simulation was then performed with the returned device, using a demonstration accessory kit. No anomalies were encountered during the positioning, collapsing or deployment phases. Based on the results of the performed investigation, the reported event cannot be attributed to any factor intrinsic to the involved device. From the event description provided, and given that no device deficiency was identified, the event can reasonably be attributed to malpositioning resulting from user error.